Event description:
The customer stated that her meter gavea reading of 19.0. She did not seem aware that the meter units were set incorrectly. The customer was able to reset the meter go mg/dl with assistance. She did not adjust her medication or allege any adverse events. The customer had no further questions, and no product will be returned for evaluation.